Event description:
The customer reported that after servicing the ventilator, the key pad buttons on the front do not work when running on battery. The customer reported there was no patient involvement.